Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
It was initially reported by the consumer that she experienced a chemical burn when she accidentally got a drop lens care disinfecting solution in her eye. Numerous attempts to obtain additional information have been unsuccessful.